Event description:
It was reported that the patient received inappropriate therapy due to lead fracture. Hence, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the distal coil was fractured at the distal end of the lead. The damage found is consistent with cyclic stress fractured.